Manufacturer narrative:
Review of sterilization and seal strength record related to work order (B)(4) did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Other records reviewed: environmental monitoring results for (B)(6) 2011, and bioburden monitoring results for iiiq 2011. Review of work order (B)(4) and the event code "infection" did not identify any ncs or CAPA associated with this information.

Event description:
Healthcare professional reported right side "exposed implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side infection.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Healthcare professional reported right side "exposed implant." Device has been explanted.